Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not release the clip properly. The clip was stuck on the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a cholecystectomy. The clip did not become dislodged from the instrument and fall into patient. The type of clips used were hem-o-lok medium large clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument associated with this complaint and completed investigations. The instrument was found to have one severely bent grip, causing misalignment of the grip-tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.